Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a zoll approved service provider. The customer's report was duplicated and the defib monitor flex cable was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was evaluated by a zoll approved service provider. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The processor/bridge/pace board and defib to monitor flex cable were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.